Manufacturer narrative:
At the visit on site the field service engineer verified the system according to company specifications. No abnormalities were found to have contributed to the reported event. Logfiles were reviewed. No contributing factors identified. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported an over correction following lasik treatment. The sight of the patient was impaired. Additional information received; the patient was reexamined and it is reported that "everything is fine". The surgeon indicates the patient is seeing again as she should and during the initial examination she was very cramped causing false examination results.